Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, excessive no delivery alarm test and no air bubbles anomaly noted.

Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose. Customer's blood glucose reading at the time of hospitalization was 546 mg/dl. Caller stated that the customer was vomiting has nausea, headache, and achy body prior to hospitalization. Nothing further was reported.